Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer complained of the insulin pump alarming button error. The customer's blood glucose reading at the time of the phone call was 162 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. However, the customer did not have a backup plan to revert to, so the customer was advised to go to the nearest hospital to attain a backup plan. The customer later called back and stated that he had been hospitalized, due to hyperglycemia. Nothing further was reported.